Manufacturer narrative:
User facility voluntary medwatch report was received on 07/07/2008. The customer indicated the device was discarded. (B) (4).

Event description:
User facility voluntary medwatch received that stated: "(B) (6) male became nauseous, vomited and then exhibited what was probably a witnessed respiratory arrest. He became markedly purple and demonstrated seizure-like activity after his new PICC was flushed with heparin. An oral airway was placed, o2 given and a cor zero was called. The pt appeared to recover all functions rapidly. He received no medications and resumed spontaneous respiratory function. He was transferred to the ICU for monitoring according to the radiologist. The intensivist report notes, "PICC placed without difficulty. When flushed pt developed cyanosis and absent respirations. Pulse not lost. Cor zero". Pulmonary embolism ruled out. PICC flushed with heparin 100 units/ml." Upon further query, info provided indicated an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. On an unspecified date, a peripherally inserted central catheter (PICC) was placed without difficulty. In (B) (6) 2008, PICC was flushed with an unspecified volume of heparin lock flush solution usp 100 units/ml (exp date: 08/01/2009) and the pt experienced respiratory arrest, seizure-like activity, became nauseous and vomited. It was reported when the catheter was flushed, the pt developed cyanosis and absent respirations with a pulse. An oral airway was placed, oxygen was given and a "cor zero" was called. The pt was transferred to the intensive care unit for monitoring. The following day, the pt was transferred to an unspecified nursing unit. The pt continued to receive heparin flushes in PICC with no further issues reported. Though requested, no further info was provided.